Event description:
The patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03463. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy/ anterior repair with mesh on (B)(6) 2005. It was reported that the patient underwent a revision surgery on (B)(6) 2006, due to vaginal mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent an anterior vaginal repair on (B)(6) 2005, a removal of eroded mesh on (B)(6) 2006, an exam under anesthesia on (B)(6) 2006 where the mesh area was hemostatic, a revision of mesh on (B)(6) 2008 and a removal of mesh on (B)(6) 2011. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03463. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a revision procedure on (B)(6) 2006. The patient underwent an intraoperative consultation and repair of colon injury on (B)(6) 2008. It was reported that patient underwent an excision of vaginal mesh procedure on (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/17/2017.